Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was observed with electrical damage. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as debris on lcd screen. Device circuit board was observed with electrical damage. The device was scrapped.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as debris on lcd screen. Device circuit board was observed with electrical damage. The device was scrapped. This report is being submitted for the electrical damage was found on the circuit board assembly during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-33471 was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.